Manufacturer narrative:
A stryker field service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device intermittently would not charge. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.